Event description:
A pt underwent explantation of a non-functioning mentor 3 part inflatable penile prosthesis and implantation of an alpha 1 mentor 3 part prosthesis. The pt noted that the implant worked well until patient had some trauma to their groin area and pump no longer functioned. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working.